Event description:
The event is reported as: alleged issue: when the surgeon wanted to remove the needle, it broke. They recovered all the elements. Nothing remained into the pt. No consequences because it was during the removal at the end of the procedure. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.